Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there is a display issue. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the 861290 heartstart xl+ defibrillator/monitor indicating display issues. The event was outside of use and there was no reported patient nor user harm. Results of functional testing indicate that the display issues were due to power issues. The xl+ device is out of support/has reached it's end of life. The replacement components are also no longer available. The components could not be replaced as the part is no longer available. The customer was advised their device has reached it's end of life/end of support status. The replacement device and replacement components are no longer available. The device remains at the customer's site. No further action is required at this time.